Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed after restarting the system. The field service engineer (fse) visited onsite and confirmed that the that system could not expose. The review of system log file indicated the tube current was out of range. The fse recommended tube conditioning, however, the customer continued to use the device. The issue resurfaced, prompting the fse to replace the tube and perform calibration under a separate work order. Failure analysis of the defective tube indicated that the large filament was blown out. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to emit exposures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.